Manufacturer narrative:
Investigation summary: two photos were received by our quality team for evaluation. From the photos, leakage was observed past the stopper. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. At the assembly process, there is a mechanism control to check the stopper leakage. However, as there is no sample returned for further analysis, the root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported bd 10ml syringe eccentric tip had leakage issues. The following information was provided by the initial reporter: "the blood leak out from the seal".